Event description:
Pt reports that following a monitoring EKG procedure at a cardiologist's office (of approx. 30 minutes). She developed itchy red circular marks below her left breast, where the ECG electrodes had been placed. 06/29/1999 pt was seen in an ER for the above described problem. She was given thermazene ointment. Benadryl and tylenol #3 for itching and burning sensation of areas described above.